Manufacturer narrative:
(B)(4). Date sent: 4/30/2025 d4: batch # unk. Attempts are being made to obtain the following information. To date a response has not been received. Should further details be received, a supplemental report will be submitted. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. Why does the surgeon believe that the ethicon device caused or contributed to the post operative leaks? An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a right hemicolectomy procedure on (B)(6) 2025, the patient returned to the theatre on (B)(6) 2025, with an anastomotic leak. An open laparotomy re-do hemicolectomy / wash out was performed. No further information available as reporter details have not been disclosed (confidential).